Event description:
Patient indicated that the pump was started during the evening and discovered the next morning that total parenteral nutrition (tpn) hadn't been delivered overnight.shop tests of the pump revealed no defects. The pump was found to still be configured with the flow settings intended for the patient that didn't receive the tpn. Tests were performed with these same settings and operation was found to be within the manufacturer's specifications. Home care pharmacy was not aware of any extenuating circumstances that may have existed that would explain why two pumps might have been reported to fail on the same patient with no problems detected with either pump subsequently. Given the circumstances the most likely explanation was that the patient had forgotten instructions on how to operate the pump after initially successfully utilizing the pump. While possible, the probability that an interfering source within the home produced the problems seems lower.====================== health professional's impression======================the patient having to replace two pumps resulted in a delay of 48 hours in delivery of the tpn.